Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while using an insulin infusion set and suspected poor absorption at the infusion site; blood glucose was 202 mg/dl and the user¿s levels were not decreasing as expected, prompting a guided infusion set and tubing change, fill tubing, infusion set placement, and cannula fill, after which insulin therapy was resumed. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no hospitalization, no assistance from others, no ketone testing, and no use of backup therapy. Investigation included telephone troubleshooting and user education regarding infusion site replacement and post-change monitoring. Investigation of this case revealed that blood glucose normalized trend was expected following the infusion site and tubing replacement, and no device malfunction was identified. It was concluded that hyperglycemia occurred with an unclear cause and that the event resolved with standard troubleshooting and site change.